Event description:
The device has been discarded and will therefore not be returned to the manufacturer.

Event description:
Follow up with the physician found that the physician did not believe the increased seizure frequency, duration, intensity, painful stimulation, and metallic taste in the mouth prior to gtc seizures were related to vns prior to the patient's revision surgery. It was stated that we were following up because the patient indicated she believed the events were related; however, the physician replied that although he cannot know for sure, he does not suspect the events to be related to vns. Clinic notes were received which indicate the patient's surgery date was (B)(6) 2013. Additional orders were for the nurse to arrange pre-operative pain consultation due to the patient's pain medications. Per (B)(6) 2013 clinic notes, the patient stated that she has been having discomfort at the vns site for the past two weeks, which was described as "shock-like". The patient reported increase in seizures, but continued on her medications. The operative report states that it was found the vns was no longer functioning due to a low battery so it was determined at this point that the patient would benefit from replacement of the device.

Event description:
Clinic notes dated (B)(6) 2013 were received which note that since the vns implant, the patient occasionally feels a metallic taste prior to her generalized tonic-clonic seizures that lasts for no more than a few seconds. Recently the patient was admitted to an epilepsy monitoring unit for evaluation given her frequent breakthrough seizures, to identify which type of seizures and events she was having given her prior history of nonepileptic events. A levetiracetan level upon admission was very low or undetectable and her lamotrigine level was quite low as well. This, along with the significant improvement in the eeg background the second day after being given medications, caused the physician to suspect, per the notes, that the patient was missing her antiepileptic medication due to noncompliance or forgetfulness. The patient reported that her seizure control was worse again, as she had around three to four grand tonic-clonic (gtc) seizures since the last visit. For about two and a half years after vns implant, the patient was almost seizure free of the gtc seizures. Throughout this time the patient has had frequent absence and myoclonic seizures. The patient also suspects she may be having seizures in her sleep because she wakes up feeling very tired and feels her mind is in a ¿fog¿ sometimes. The patient claims she has been taking medication regularly and denies any changes to her doses, recent illnesses, or other potential triggers. However, it was noted that the patient¿s pain doctor had increased the dose of her oxycodone medication. The patient¿s husband stated that the patient has been under a lot of stress lately, which is a very powerful trigger to her seizures. Further down the notes, the physician states that the patient¿s ¿seizures have always been refractory to different aeds, which could be in part due to the co-existence of psychogenic nonepileptic events, possible non-compliance with aeds based on the history she provided and the findings found in her most recent emu (very low levels upon admission, improvement in the eeg/seizures with the continuation of her home dosages of aeds), although she denies that, but mostly it is due to the medically refractory nature of her epilepsy , causing failure of multiple aeds and vns in controlling her seizures.¿ the patient preferred to make no changes to her aeds or vns settings during this visit. On (B)(6) 2013, clinic notes indicate that the patient¿s seizures ¿continued to be frequent.¿ the patient has had several absence and myoclonic seizures daily, and gtcs almost on a monthly basis, except that she had no gtcs in may. She has been taking her ant-seizures medications regularly. The patient¿s device was seen to be at ifi (intensified follow up condition) indicating a low battery per the physician. The physician stated that he would refer the patient for a replacement and advised the patient to increase her medication dosage in the meantime. It was later reported by the patient on (B)(6) 2013 that her battery is almost dead and she is now experiencing painful stimulation, like needles sticking in the left side of her neck, for the last month. The patient stated that she was seizure free until (B)(6) 2012 and that since then, her seizures have returned with greater frequency and intensity than before being placed with vns.

Event description:
It was reported that surgery was scheduled for (B)(6) 2013 and later confirmed that surgery occurred on this date. Attempts for additional information have been unsuccessful. No additional information has been provided.